Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the corrected date in field b4.

Event description:
It was reported that prior to a start of a da vinci-assisted surgical procedure, the tip of the mega suturecut needle driver instrument broke off on the back table. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted that the instrument broke prior to use, and nothing out of the ordinary. The case was inspected prior to use, and a part broke off in the technical hand. The instrument did not collide with any other instrument or tool during the procedure. The customer noted that no fragments fell into the patient. The customer noted that the instrument was not used.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture cut needle driver instrument was analyzed and found to have a broken grip tip at the base of the grip. A piece approximately 0.227" x 0.103" was found to be broken off. The broken piece was returned. Additional observations not reported by the site indicated that the instrument was found to have a frayed grip cable at the distal end. The instrument was found to have dried residue around the clamping pulley cable groove. The complaint was confirmed by failure analysis.